Event description:
The customer reported the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the sys and repaired it. No further repair info is available. The system operates as intended.